Event description:
It was reported that during urinary lithotripsy procedure, a noise was heard when the fiber was inside the patient, the fiber was removed and checked, it was found that the fiber was blackened at the base, in the root seemed to be cracked. The debris shield and fiber were changed to complete the procedure. There was no patient involved.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was in maidly degraded. During functional testing of the subminiature version a (sma) connector the light was not passing through the connector indicating an internal connector fracture, there was no aiming beam. During functional testing "treatments used 1. Treatments left 9" was displayed. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. The instruction for use stated "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement". This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. What the customer experience of "the black and green junction of the fiber, emitted spark" likely led to the internal connector fracture leading to no aim beam. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during urinary lithotripsy procedure, a noise was heard when the fiber was inside the patient, the fiber was removed and checked, it was found that the fiber was blackened at the base, in the root seemed to be cracked. The debris shield and fiber were changed to complete the procedure. There was no patient involved.